Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The distributor reported on behalf of the product user that the listed device was in use for 3 weeks when the tube material was found fractured. Additional information regarding the event, patient outcome, and the reported device issue has been requested; no additional information has been made available at this time.

Manufacturer narrative:
Additional information was received after submission of MDR. Upon further evaluation of the event, it was discovered that this event was previously reported under reported MDR 2183502-2016-00623; 2183502-2016-00624 is being considered as a duplicate (voided) report.